Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir for remodulin infusion, various alarms were noted. No adverse effects were reported.